Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The physician was notified that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and t-wave oversensing (twos). It was noted the following day the patient contacted medtronic indicating that their implantable cardioverter defibrillator (ICD) was making an audible alert, which was related to the lia. Follow up was completed. The lead remains in use and no reprogramming has been completed at this time. No patient complications have been reported as a result of this event.